Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was causing burn, itch, was hurting and was too hot. Customer's blood glucose was 162 mg/dl. Troubleshooting was performed and insulin pump passed high pressure test. Customer requested to have insulin pump upgraded. Customer would eat and call back to continue troubleshooting.